Event description:
Pt reported the same day as injection with juvederm voluma xc in the cheeks they developed "swelling, bruising, and discomfort " at the injection sites. The pt observed that it looked like an allergic reaction. The injecting healthcare professional treated the pt with a "steroid" and "something to dissolve the product." Follow up with the injecting healthcare professional confirmed the pt had been injected with two syringes of juvederm voluma xc, one syringe in each cheek and a little of both syringes in the glabella. The pt was concomitantly injected with botox in the glabella, forehead, and crow's feet. The pt developed "severe swelling" in the cheeks and bilateral lower eyelids. There were no adverse symptoms in the glabella. The injecting healthcare professional also noted at the time of injection the pt was taking concomitant prednisone for poison ivy. Nine days after symptom onset, the pt was treated with vitrase. Four days later, while traveling in another city, the pt noted the swelling was getting worse and visited the emergency room. The physician at the emergency room stated they treated the pt with a medrol dose pack, "cipro" and benadryl for what they considered a "biofilm reaction." Approximately one week after treatment at the emergency room the pt was assessed by the injecting healthcare professional who noted the pt's cheek were "rock hard." The pt was treated with additional vitrase injections, clarithromycin, and a "steroid taper". Pt symptoms are slowly improving.

Manufacturer narrative:
Further info from the reporter regarding event, product, or pt details has been requested. No additional info is available at this time. The events of allergic reaction, severe swelling, biofilm, "rock hard" cheeks, bruising and discomfort are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.